Event description:
It was reported that the doctor was trying to implant a screw and the tip of the screwdriver broke off during insertion. The second screwdriver was used to attempt to remove the screw and this screwdriver broke as well. Finally, the screw had to be cut off. A portion of the screw remained in the patient. No other complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.